Event description:
It was reported on (B)(6) 2013 removal of hardware of a patient's wrist fusion due to delayed healing and suspected infection (original date of fusion is unknown) a wrist locking compression plate (02.110.151) was removed with four 3.5 cortex screws and four 2.7 cortex screws which a cortex screw may have backed out, but all were intact. A surgical revision was performed. The surgery was completed successfully with no delay. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment not diagnosis. A review of the device history records showed: that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition. Investigation could not be completed and no conclusion could be drawn as no device was returned. Placeholder.